Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the clinicians are selecting the incorrect disposable syringe size and manufacturer when programming syringe infusions in pca modules. Currently, clinicians program terumo 30 ml when actually using monoject 35 ml syringes that are filled with medication to 30 ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinicians are selecting the incorrect syringe size and manufacturer when programming syringe modules. Currently, hospital uses monoject 35ml however the pca syringe. The actual volume of the syringe used is 30ml. There was patient involvement but no harm.